Event description:
It was reported that during an unknown procedure the anvil release button broke during the third firing, the knob came off and plastic was on the patient but not in the wound. They completed the procedure with a new like device. There was no patient consequence reported. The device will be returning for analysis.

Manufacturer narrative:
(B)(4). The analysis showed that the (B)(4) device was received with the articulation gear broken off the device. The device was received with an unfired reload loaded in the device. The returned device was tested for functionality with the returned reload and it fired, cut and formed all the staples as intended. The device opened and closed without any difficulties noted. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were noted during the manufacturing process.